Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 07p70-77 that has a similar product distributed in the us, list number: 07p70, with 510k number: k173122.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following data was provided: initial test result was >64 pmol/l, re-test result was 15.5 pmol/l. (Reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient. The following data was provided: initial test result was >64 pmol/l, re-test result was 15.5 pmol/l (reference range 9.01-19.05 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 68902ud03. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 68902ud03, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 68902ud00 which 68902ud03is a sublot containing the same components. Testing met acceptance criteria, and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68902ud03 was identified.